Event description:
Zoll received medwatch report #(B)(4) on (B)(6) 2023 for the event reported below: the icy catheter (lot # unknown) was utilized in ivtm therapy for a 44-year-old female patient. The patient was taken for a computed tomography (CT) scan. During contrast administration, a hole formed in the distal lumen of the catheter. The customer reported device failed but did not provide further information. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll did not receive the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Zoll received medwatch report # (B)(4) on 08 august 2023 for the event reported below: the icy catheter (lot # unknown) was utilized in ivtm therapy for a 44-year-old female patient. The patient was taken for a computed tomography (CT) scan. During contrast administration, a hole formed in the distal lumen of the catheter. Upon follow-up, the customer mentioned a power injector was used to administer the contrast agent. The customer reported that the device failed but did not provide further information. No consequences or impacts on the patient.

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. H6 (health effect - clinical code) was updated based on the received additional information. H6 (health effect - impact code) was updated based on the received additional information. H6 (type of investigation) was updated based on the received additional information.